Event description:
The dome detached during removal in accordance with the IFU. Proper maintenance was done per the IFU. This incident occurred 120 days after placement. The dome was evacuated but it was discarded. The patient was fed ranitidine hydrochloride, pursennid (sennoside), cercine (diazepam), unicaliq (total parenteral nutrition). The device was replaced with a g-tube.